Event description:
It was reported that patient complained of shortness of breath with activity as well as fatigue while travelling. The device reached elective replacement indicators (eri) earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.